Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and the main body of a minicap transfer set which resulted in a leak this was described as during ¿the disconnection after finishing the apd treatment, a home patient tried to close the white twist clamp of the transfer set and heard an unusual "click" and then ¿noticed that the peritoneal fluid was running out from the catheter. This occurred after use of the device for automated peritoneal dialysis (apd) therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. A broken occluder feet would result in fluid flow through the set with the twist clamp closed. The reported condition of leak was verified. The cause of the leak was due to the broken occluder feet. The cause of the broken occluder feet was undetermined; however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.